Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge alarm. Additionally, it was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.